Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) -no code available used to capture required surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: divisi, d., di leonardo, g. And crisci, r. (2013), surgical management of traumatic isolated sternal fracture and manubriosternal dislocation, journal of trauma acute care surgery, vol. 75 no. 5, pages 824-829 ((B)(6)). The aim of this study is to evaluate the surgical procedures of osteosynthesis and the respective costs in isolated sternal fractures and manubriosternal dislocations. Between january 2006 and july 2011, 65 patients (46 male and 19 female) with a mean age of 43 years (range, 19-56 years), 47 of which had isolated fracture and 18 with a dislocation of the sternum, all were treated surgically. Of the 65 patients, 30 patients with isolated fracture and 14 with traumatic dislocation were treated with unknown synthes titanium plate (thickness, 2.4 mm; length, 248.5 mm with 30 threaded holes) that can be divided into 2 parts with 15 holes and threaded screws (diameter, 3 mm; length, 8-18 mm). Follow-up was made at 54 months from intervention and were reassessed. The following complications were reported as follows: 1 patient had plate removal owing to seroma between the plate and the sternum associated with fever. Due to this case, it also had a poor qalys score. This report is for an unknown synthes titanium plate this is report 1 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.